Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. It was unknown what the device was sent in for. Per visual inspection, damaged dso seal. Functional testing found a defective expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso seal and expulsor. Functional testing was performed.

Event description:
It was reported that the pump was sent in for repair. There was unknown patient and unknown patient harm/adverse event reported. It was reported that no further information is available.